Event description:
New information received notes that the patient was shocked in december 2019 due to questionable ventricular tachycardia episode, which appeared to have irregular morphology but later became regular. The physician determined that is was true ventricular tachycardia and not atrial fibrillation. The patient was I stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-11852. It was reported that the patient presented for follow up with the right atrial lead exhibiting sensing noise leading to episodes of inappropriate automatic mode switch. The patient complained of heart palpitations, but it was unknown if they were related to mode switch episodes. It was also noted that the implantable cardioverter defibrillator had a history of delivering inappropriate therapy caused by under-sensed atrial fibrillation. Programming interventions were discussed, however no changes were reported.